Manufacturer narrative:
This is MDR report 2 of 3.

Event description:
It was reported in the clinical trial at a post-procedure follow-up an acute cerebral infarction was found in imaging. The patient suffered multiple acute infarction foci (stroke) in both hemispheres of the brain. The patient was treated with medication. The adverse event is probably related to subject catheter. No other information is available.